Manufacturer narrative:
(B)(4). Date sent: 10/18/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: (01)gtin unavailable additional information was obtained: post op bleeding was 260 ml and no scans were done attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any device issues during the original procedure? Were end tones heard with every firing? Were there any generator alert screens during the procedure? Was the vessel skeletonized or sealed in the bundle? With the exception of the hemostasis issues on the gastric vessel was the device performing normally throughout the rest of the procedure? How was the bleeding addressed? Did it require a re-operation? Was a blood transfusion given? Was the source of the bleeding determined? Can a generator log be provided for engineering review? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during sleeve gastrectomy procedure; while using the device to mobilize greater curvature, it failed to seal gastric vessel resulting in bleeding. It sealed over few times. Surgery was completed with no surgical delay. Patient has post op bleed. Source of bleed is unknown.